Manufacturer narrative:
The investigation could not determine a specific root cause. Based upon the information provided the most probable cause was damaged rack adapters which may cause tubes to tilt in the sample racks. As complete information about the centrifugation conditions was not provided by the customer, an issue with pre-analytics could not be excluded. No adverse event was reported.

Event description:
The customer received a questionable probnp generation 2 (n-terminal pro b-type natriuretic peptide) result for one patient sample. The initial result was 13.29 pg/ml and was reported outside the laboratory. The result was questioned as it did not fit the clinical picture. The sample was repeated with a result of 1778 pg/ml. The repeat result was believed to be correct. The patient was not adversely affected. The probnp reagent lot number was 16845202 with an expiration date of 09/30/2013. The field service representative determined the rack inserts damaged and recommended the customer replace some of the inserts. To verify the analyzer operation he performed a probe adjust test which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.